Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products; associated with mdrs #2937457-2014-00459 and 00460, 1225714-2013-02984, 02985, 02986 and 02987.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2006 and subsequently expired on (B)(6) 2006 after the use of the product.